Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/2/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt and an ar-5100-08 graftbolt broke as the surgeon was pulling on the tightrope. The case was completed using another ar-1588rt acl tightrope rt and an ar-5100-08 graftbolt. All the broken fragments were successfully removed. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, graftbolt®, tibial, 8 mm, ar-5100-08, batch 14998666, was received for investigation. Upon visual evaluation, it was noted that the sheath graftbolt is bent/damaged. The bone quality encountered during the procedure was not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Dfu-0173-1; g; precautions 4-6; states the following: "the graftbolt should always be inserted over a guidewire to ensure co-linear application of the sheath and screw. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant."